Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary rx covered stent and delivery system was returned for analysis. Visual examination found the outer sheath kinked at the guidewire access sheath (gas) and was broken at the proximal end of the gas. Functional evaluation found that it was not possible to deploy the stent using the delivery system as received but was able to be manually deployed. No issues were noted with the stent and no other issues were noted with the device. The damages noted with the device were consistent with the application of excessive force during attempted deployment, which caused the kink at the gas and the breakage of the shaft at the outer diameter. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be used for drainage in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed (B)(6) 2017. Reportedly, the patient's anatomy was normal and had not been dilated prior to stent placement. According the complainant, during the procedure, the physician attempted to deploy the stent but the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath was broken near the guidewire access port.